Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if this failure occurred while infusion on a pt. The facility representative stated that no injury was involved and no incident reports were filed since the last baxter service event.